Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that shortly after implant, the right atrial (ra) lead connected to this pacemaker, exhibited high out of range pace impedance measurements greater than 2000 ohms. Additionally, technical services (ts) noted an atrial tachy response (atr) with noise after the lead safety switch (lss) that appeared to be a result of oversensing of myopotential signals from unipolar sensing. Further evaluation was recommended to confirm lead location. No adverse patient effects were reported. This device system remains in service.